Event description:
The report received from the affiliate indicated that the patient had a cypher select 3.5 x 23 mm stent successfully implanted in the mid left anterior descending (lad) target lesion. The lesion had been pre-dilated with a world pass 2.5 x 10 mm balloon. The physician then accessed a lesion distal to this stent in the distal lad as needing intervention. The distal lesion was pre-dilated with a world pass 2.5 x 10 mm balloon at 12 atm. The lesion was accessed with a guidewire and the physician advanced a cypher select 3.0 x 33 mm stent to the distal lesion, but was unable to access the lesion. The stent delivery system (sds) was removed from the patient and the guidewire was exchanged. The physician was again unable to access the target lesion and while removing the sds again, the stent dislodged while withdrawing the stent into the guiding catheter. The dislodged stent was not able to be retrieved and was implanted proximal to the intended target site (distal to the first stent) using a 3.0 x 20 mm balloon at 16 atm. A taxus stent was used to successfully cover the distal lad lesion. The patient was discharged five (5) days after the procedure in good condition.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.